Event description:
A pt reported experienceing inaccurate erratic results with a one touch meter, on 10/2001, pt's blood glucose was 3.8. 12.2 and 11.1 mmol. Tests were done 10 minutes apart. Pt did not experience any adverse events. No further info has been reported.